Event description:
It was reported that during implant, the physician had difficulty removing the torque wrench from the grommet of the device. The wrench was eventually wiggled free and the device was implanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).